Manufacturer narrative:
Correction: b5.desc evt problem h6 device codes (fdd/annex a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high sensing integrity counter (sic) with non physiologic oversensing, along with non sustained ventricular tachycardia (nsvt) and high rate non sustained (hr ns) episodes while the patient was undergoing shoulder surgery. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that an alert was triggered for lead integrity alert (lia) due to high sensing integrity counter (sic), non-sustained ventricular tachycardia (nsvt), and high-rate non-sustained episodes (hr-ns) while the patient had shoulder surgery. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.